Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis (fa). The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have the main tube broken at the distal end. A piece measuring approximately 0.66¿ x 0.309¿ was not returned with the instrument.

Event description:
During central processing, it was reported that the wire of the maryland bipolar forceps was broken and sticking out at the tip. There was no patient involvement.